Event description:
It was reported that the patient had a loss of therapeutic effect about 3 weeks ago. The device worked great for 2.5 months and the patient fell out of bed 3 weeks ago and that was when their problem started. Something had happened and the patient felt like the implantable neurostimulator (ins) was traveling towards their side on the side on the spine. It was never like that before and when the patient was waking in the morning it didn¿t hold the bladder. The patient went to see their health care provider (hcp) yesterday to see if they had a urinary infection and they hadn¿t heard back yet. The patient started setting their clock at 3 am otherwise they got up and could not hold it. The patient was currently feeling stimulation. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0jpa7, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient never had therapeutic effect. The patient had it for 3 months and then fell out of bed and broke all 4 electrodes. The patient could still feel stimulation, but it wasn't giving therapeutic benefit after the fall. About 2 weeks ago the hcp replaced the lead, but not the ins. Since the replacement they still were not getting therapeutic benefit. The patient would have an appointment in 4 days for a checkup with their hcp. The patient changed the program 4 different times and they could feel stimulation but was not getting benefit. With the previous implant, the patient had therapeutic benefit until their fall. The patient had their implant for incontinence and frequency. The area where the patient felt the stimulation now was the same area as where it was when they were getting therapeutic benefit. The patient had a return of symptoms and a loss of therapeutic benefit in the morning the moment they got out of bed. The patient communicated with the implant and the lightning bolt was present indicating the implant was on. The patient was on program 4 at 2.0v and the patient had been on each program. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.